Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vich13.2 implantable collamer lens, +05.50 diopter, during the same surgery due to excessive vaulting. A shorter lens was implanted on (B)(6) 2018 and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in micro-centrifuge vial. Visual inspection found one haptic torn, bent and deformed. There was evidence of residue on the lens surface. (B)(4).

Manufacturer narrative:
(B)(4).